Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the left ventricular (lv) lead was experiencing high and out of range pacing impedance, as well as failure to capture. Programming changes were made. There were no patient consequences.